Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available.